Event description:
My son was prescribed o2optix breathable contact lenses by ciba vision, in january. He did not find them comfortable, especially in one eye, but tried to get used to them. He didn't say much about it until it got bad enough that last thursday evening, he told me that he thought he was going blind in one eye. We kept him home from school and his father took him to an eye dr friday and found that he had a potentially serious inflammation and infection. (With antibiotics and steroid drops, he is improving.) We were told that some o2optix lenses have been recalled and given a sheet on the recall, but my son's batch is not among the recalled lenses. I am very concerned that other people may be risking permanent eye damage by wearing these lenses. Can I do anything else to get the word out about these lenses?